Event description:
On 3/3/1999 the account reported an erratic axsym phenobarbital result of 5.3 ug/ml from the lithium heparin plasma sample which was slightly hemolyzed. The physician questioned the result. The account repeated the plasma sample and obtained 59.8 ug/ml. The account also ran a serum sample and obtained 65.3 ug/ml. There was no impact to pt treatment due to the initial erratic result. There was no report no injury.